Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 170 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had an MRI and did not have the pump interrogated that day ((B)(6) 2021). It was noted the healthcare provider (hcp) interrogated the pump today and it had not recovered. It was also reported the patient had withdrawal symptoms. The rep did not know if the patient currently had any symptoms. It was reported they were planning on replacing the pump. The rep was going to call the physician to request that they check the logs again. Additional information was received again on the date of this report, by the rep, and it was reported the patient had an MRI on (B)(6) 2021 and did not have her pump checked post-MRI. The patient then came into office today for a refill and upon interrogation of the pump, the hcp did in fact get that it recovered for the date that the pump was first read post-MRI, c onfirming telemetry mode. The hcp was planning to fill the pump today and send the patient home.